Event description:
The customer reported that the central nurse's station (cns) would sporadically drop-out while monitoring wireless 1700's bedside monitors. No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would sporadically drop-out while monitoring wireless bedside monitors (bsm-1700s). The dropouts lasted from 5 seconds to 45 seconds. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. Nk network support has identified these 3 issues related to the reported issue: 1. Dhcp sequence on wireless gz transmitter and bsm-1700 devices. 2. G9 behavior when a bsm-1700 series is put into transport mode (wlan transport). 3. A cns bug, causing the patient's name to change when transport mode is triggered on the bsm 1700 series device. The root cause for this issue is a software bug. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. The issues stated previously were addressed by new software updates. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsm devices:. Model #: bsm 1700 series. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative. Corrected information: e1 initial reporter: corrected the contact information to what was provided in the ticket.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) would sporadically drop-out while monitoring wireless 1700's bedside monitors. The dropouts lasted from 5 seconds to 45 seconds. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products: the following devices were being used in conjunction with the cns: wireless 1700's bedside monitors. The following field contains no information (ni), as attempts to obtain information were made, but not provided: phone number.

Event description:
The customer reported that the central nurse's station (cns) would sporadically drop-out while monitoring wireless 1700's bedside monitors. No consequence or impact to the patients were reported.